Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment of a device error code; it was found that the main printed circuit board (pcb) assembly of the device was out-of-specification in an electrical manner. Analysis also noted that both display wires of the device were pinched, with the insulation of the white wire being compromised. Additionally, the lower case of the device was broken, the keypad was scratched, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. Failure analysis was then performed on the main printed circuit board assembly after service and repair. Visual inspection revealed no anomalies. Bench analysis found that after replacing the eeprom (electrically erasable programmable read-only memory) the device powered up normally. The device was run on the automated test console and all tests passed. The error log had three different errors. These errors are related to a communication error between the die stack and the microprocessor. The eeprom can be corrupted if the device suddenly powers off while the microprocessor is writing new values to the eeprom. Conclusion: the reported event was confirmed, the eeprom was corrupt.

Event description:
It was reported that the external pulse generator (epg) presented with an error code. The epg was returned to service. There was no patient involvement.